Manufacturer narrative:
(B)(4). Method: both of the complaint mr290v vented autofeed humidification chambers (lot 180725, device mf date: 25 jul 2018; lot 180731, device mf date: 31 jul 2018) were returned to f&p in (B)(4) and were visually inspected. Results: visual inspection revealed that one returned chamber (lot 180725) had sustained multiple vertical cracks around the base of the dome. This chamber did not leak when filled with water. The second returned chamber (lot 180731) was found to have one horizontal crack line around the base of the chamber. When filled with water, a leak was observed from this unit. Conclusion: from the provided information and visual inspection, it was not possible to determine the cause of the cracking observed in either complaint device. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Moreover, the healthcare facility reported that the damage occurred during use, which suggests that the subject mr290 chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa.".

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel (f&p) field representative that two mr290v ventilated humidification chambers ran out of water suddenly during use. No further information was provided. No patient consequence was reported. The complaint devices were returned to fisher & paykel healthcare in (B)(4) where, upon investigation (on 23 jan 2019), it was discovered that both of the mr290v chambers were cracked.